Manufacturer narrative:
Date of event was not provided. Lot number was not provided. Without a lot number, expiration date and manufacturer date could not be determined. End of report.

Event description:
A nurse reported hospitalized oncology patients were receiving chemotherapy infusions through an implanted port. The implanted ports were accessed with a huber needle and were allegedly secured with a 1665 3m¿ tegaderm¿ chg chlorhexidine gluconate I. V. Port dressing. The nurse reported six patients experienced huber needle dislodgements in the past year. The patients required reinsertion of their huber needles. The nurse reported no other patient consequence/injury was associated with these dislodgements.